Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.

Event description:
Patient reporting left side rupture. Device has been explanted.